Event description:
It was reported that this right ventricular (rv) lead perforated and exhibited loss of capture. Moreover, these were confirmed through an x-ray, computed tomography (CT) scan, and echocardiogram. A lead revision was performed, and lead remains in service. No additional adverse patient effects were reported.